Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a battery failure. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Updated the section, "describe event or problem", with additional details regarding the reported issue. Updated device code to coincide with additional information received.

Event description:
It was reported to philips that the device experienced a battery failure. It was further clarified that the unit was not recognizing the battery and that the ac module was making a buzzing noise. There was no reported patient or user involvement and no adverse patient/user impact.